Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2014-87079.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that they took off the device for a while and when they came back to change the infusion set they received the no delivery alarm. The customer's blood glucose was 162 mg/dl at the beginning of the phone call but increased to 456 mg/dl by the end of the call. The customer stated that the high blood glucose is related to shoulder injury complications. The high blood glucose was treated with the insulin pump. Troubleshooting was performed and the insulin pump passed all of the functional tests. Troubleshooting was also performed for a potential reservoir problem which resolved the no delivery alarm. Nothing further was reported.